Event description:
The customer tested his blood glucose using his contour usb and the reading was 45-50mg/dl higher than on a different meter. Specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the tests strips for evaluation. New meter and strips were sent to him.